Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that upon opening an intra-aortic balloon (iab) kit that no stylet was seen. The customer was not aware the stylet had been removed. A new set was opened and this kit had a stylet so the customer is stating a discrepancy between kits. There was no reported injury to the patient.

Event description:
It was reported that upon opening an intra-aortic balloon (iab) kit that no stylet was seen. The customer was not aware the stylet had been removed. A new set was opened and this kit had a stylet so the customer is stating a discrepancy between kits. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned unused inside the shelf carton on top of the product tray without the pouch present. The insertion kit was not returned. No blood was observed on the iab catheter. The evaluation of the product determined that the stylet wire has been eliminated from the iab catheter and is no longer manufactured with this product line. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that upon opening an intra-aortic balloon (iab) kit that no stylet was seen. The customer was not aware the stylet had been removed. A new set was opened and this kit had a stylet so the customer is stating a discrepancy between kits. There was no reported injury to the patient.

Manufacturer narrative:
Correction: additional manufacturer narrative changed from: the iab was returned unused inside the shelf carton on top of the product tray without the pouch present. The insertion kit was not returned. No blood was observed on the iab catheter. The evaluation of the product determined that the stylet wire has been eliminated from the iab catheter and is no longer manufactured with this product line. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. To: the iab was returned unused inside the shelf carton on top of the product tray without the pouch present. The insertion kit was not returned. No blood was observed on the iab catheter. The evaluation of the product determined that the stylet wire has been eliminated from the iab catheter and is no longer manufactured with this product line. An evaluation of the product was unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).